Event description:
Pt had obtained an error 4 and error 5 message on their ultra meter. Because they were unable to get a blood glucose reading, they called the paramedics. Paramedics came and tested sugar and it was "normal". Pt did not tell the rep what the blood glucose reading was on the paramedic's meter. Pt had mentioned that they obtained the meter from the hospital, and 2 days later they had obtained the error message. Pt would not provide any further info. Customer service sent pt a replacement meter.